Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that they had the doctor look at their back. They were able to look at it right after charging. The area was warm but there was no swelling or redness. They are going to continue to watch the area.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the implant (ins) was not charging from the equipment. Pt said that they changed the recharger so there was nothing wrong with the recharger. Pt said that the controller detected the ins without using the recharger. Pt said that there was no option to recharge the ins when using the recharger. Pt said that they couldn't turn the stimulation up so they were thinking the controller had some issues. Patient services (pss) had the pt reset the controller. Pt said that the controller did not want to work at all. Pss had the pt unlock the controller and pt saw no device found; pss reviewed screen meaning with the pt. Pt said that the ins was not charged and so they could feel the pain. Pss had the pt initiate an ins recharging session, however the controller just displayed connect the recharger and would not advance to another screen. Pt confirmed that there were no issues recharging the controller from the power supply. Pt said that the re charger was replaced awhile ago like a year or two ago and they had gotten the old recharger to work so they just took the replacement recharger out of the box last night and started using the replacement recharger. The issue was not resolved. A replacement controller was sent out. When asked for the event date, pt said that it was yesterday, however pt then said that they noticed they were having burning in their back that they would get every once in awhile. Pt said that yesterday they put the recharger paddle on and their back started burning and then they saw that the equipment wasn't working. Pt said that they still had burning today and they didn't know why. Pt said that they would have this addressed with their pain management healthcare provider (hcp) on thursday at their appointment.